Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the pulse generator exhibited a loss of capture in the unipolar mode. The device was not used. The patient's condition was good during the procedure.